Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2025, a 19mm epic max valve was implanted in the patient. During first operative hours, the patient had bradycardia and needed for temporary pacemaker. On (B)(6) 2025, the patient presented with paroxysmal atrial fibrillation and required medical treatment. The patient was reported discharged.

Manufacturer narrative:
An event of arrhythmia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported arrhythmia could not be conclusively determined. The reported unexpected medical intervention was results of case-specific circumstances as temporary pacemaker was used and the patient was given medication. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 19mm epic max valve was implanted in the patient. During first operative hours, the patient had bradycardia and needed for temporary pacemaker. On (B)(6) 2025, the patient presented with paroxysmal atrial fibrillation and required medical treatment.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.